Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was on blue screen and user was unable to login to the station. The technical support specialist (tss) dialed into the station and confirmed that it was no longer stuck on the blue screen. The medication application was launched automatically as expected. An email was sent to the customer for verification, and permission was granted to close the ticket. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on a blue screen and unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.